Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. After adjusting the 45mm reload, the green button became defective, and the surgeon was unable to press it. As a result, the surgeon was unable to staple the renal vein. The surgeon was able to squeeze the handle. There was no patient injury.